Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) the device delivered one shock (energy unknown). However, when a second shock was attempted, the device displayed a "low batt" message and shut down. The user switched the battery and the device failed to power-up. The device did power-up on ac power, however the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that the patient subsequently expired.